Event description:
A nurse contacted baxter to report an incident of peritonitis. On (B)(6) 2010, the home patient (hp) was diagnosed and hospitalized for the peritonitis. The cause of the peritonitis was unknown. It was unreported whether treatment was provided for the peritonitis. It was unknown if dianeal therapy was ongoing. At the time of this report, the hp remained in the hospital and was recovering from the peritonitis. The nurse believed the peritonitis was related to dianeal therapy. (This emdr will address the product: mini cap; another emdr addresses the product: cassette)

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested.a follow-up report will be filed should any necessary supplemental information become available.